Event description:
The company was informed that the patient was scratching the area behind the ear and the patient's internal device extruded. The patient's device was explanted. The patient continues to be monitored.